Event description:
I use the libre 3 plus for my diabetes. I was getting low readings and administered my medication. After my daughter discovered me, she took my sugar by finger stick. It was over 600. She rushed me to the hospital. I began having seizures. After being released after over a week, I am now taking additional medication as my neurologist begins to determine the root of the sudden seizure onset. Reason for use: diabetes type 1.